Event description:
Patient reported they now have terrible gum recession. They have to have a gum grafting done. After looking at the photos from when they started the aligners through byte they can see that the aligners caused this problem. This is a contraindicated patient for crown.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.